Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a leak from the tubing approximately ½ inch below the blue connector. It was also observed that the set showed signs of severe deterioration by excessive usage conditions. The tubing integrity had been compromised with the tubing having deteriorated by repetitive usage and chemical agent exposure. Functional leak testing was performed, and a leak was noted from the silicone tubing. The reported condition was verified. The cause of the reported condition could not be determined; however, as the set was returned in a severely deteriorated condition, which could suggest a user error. The tubing integrity could have been compromised by the patient usage conditions of the set and appeared to be weakened from the repetitive use of the roller clamp and the cleaning agents exposed to the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked; further described as ¿solution began to spray from the transfer set¿. This was observed during use of the device for peritoneal dialysis therapy. It was further reported the nurse discovered a "slice on the tubing¿. The transfer set was replaced. There was no report of patient injury; however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.